Manufacturer narrative:
One device was returned for repair with complaint of display key is stuck. Review of the event history confirmed the presence of the keypad stuck alarm, which stops infusion at the time of occurrence. However, functional testing was not able to duplicate the stuck key or stuck key alarm. The device passed functional testing at the time of analysis. No reported action taken.

Event description:
It was reported the display key was stuck. Analysis of the device found event record of stuck keypad alarm. There was unknown patient involvement, and no patient harm reported.